Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported perforation remains unknown.per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacturing ref: 3008452825-2020-00574. During a pulmonary vein isolation procedure, a perforation occurred. At the beginning of the procedure when obtaining access to the left atrium from transseptal technique, the introducer and ablation catheter perforated the epicardium. The patients cardiac rate increased, there were no other symptoms were noted. It was observed that the epicardium space was increased by a factor of 2 or 3 and a pericardiocentesis was performed and a drain was installed. After removing the introducer, an echocardiogram confirmed that blood was no longer accumulating in the space and the patient was in stable condition. There were no performance issues with any abbott devices.